Manufacturer narrative:
Based on the information received following submission of the initial report, the reported event ¿patient¿s retina was aspirated, causing a small retinal hole¿ has already been submitted under mfg. Report num: 2028159-2026-00116. For the current mfg. Report num: 2028159-2026-00220, the reported event is limited to strange noise heard from the ophthalmic console. Noise/vibration is not to be considered a reportable malfunction because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. Therefore, no report will be submitted under mfg. Report num: 2028159-2026-00220. All reports pertaining to the retinal hole will be submitted under mfg. Report num: 2028159-2026-00116. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in section b5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that the ophthalmic cutter was exchanged to complete the surgery.

Event description:
A physician reported that, during vitrectomy surgery, an ophthalmic operating system made a strange noise and the patient's retina was aspirated, causing small retinal hole. It is unknown whether the procedure was completed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.